Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited impedance measurements that fluctuated between the 400-ohm range to high out-of-range pace impedance measurements greater than 2,500 ohms. It was also noted that some stored episodes appeared to be noise, rather than atrial fibrillation (af). Technical services (ts) recommended bringing the patient in for further evaluation with isometrics, pocket manipulation, and serial impedances to see whether the noise and/or the out-of-range pace impedance measurements were reproducible. This ICD and ra lead remain in service. No adverse patient effects were reported.